Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Event site name: (B)(6).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement reported.